Event description:
It was reported that tip detachment occurred. Procedure summary: prior to the transcatheter aortic valve replacement (tavr) procedure, the patient had lithotripsy therapy where a non-bsc sheath was placed via a femoral approach. The patient was in so much pain that the non-bsc sheath was removed and replaced with a 14f isleeve introducer sheath. Switching to the 14f isleeve introducer sheath reduced the patient's pain. The tavr procedure commenced with advancing a 26mm non-bsc valve through the 14f isleeve introducer sheath. There was difficulty advancing the 26mm non-bsc valve through the 14f isleeve introducer sheath. When the 26mm valve exited the 14f isleeve introducer sheath, a portion of the tip of the 14f isleeve introducer sheath had detached and was hooked to the 26m non-bsc valve. There was no way to bring the 26mm non-bsc valve back through the 14f isleeve introducer sheath. The physician elected to proceed with deploying the 26mm non-bsc valve. The 14f isleeve tip fragment was released. The embolized material from the 14f isleeve was confirmed fluoscopically and was left in the patient's femoral artery. There was no patient impact. The patient's condition and prognosis is reported as stable.

Manufacturer narrative:
Photographs were provided to aid in the investigation. Review of the images provided appears to show that a part of the tip is missing, the tip is torn and damaged. The seams are starting to expand as expected with device usage.

Event description:
It was reported that tip detachment occurred. Procedure summary: prior to the transcatheter aortic valve replacement (tavr) procedure, the patient had lithotripsy therapy where a non-bsc sheath was placed via a femoral approach. The patient was in so much pain that the non-bsc sheath was removed and replaced with a 14f isleeve introducer sheath. Switching to the 14f isleeve introducer sheath reduced the patient's pain. The tavr procedure commenced with advancing a 26mm non-bsc valve through the 14f isleeve introducer sheath. There was difficulty advancing the 26mm non-bsc valve through the 14f isleeve introducer sheath. When the 26mm valve exited the 14f isleeve introducer sheath, a portion of the tip of the 14f isleeve introducer sheath had detached and was hooked to the 26m non-bsc valve. There was no way to bring the 26mm non-bsc valve back through the 14f isleeve introducer sheath. The physician elected to proceed with deploying the 26mm non-bsc valve. The 14f isleeve tip fragment was released. The embolized material from the 14f isleeve was confirmed fluoscopically and was left in the patient's femoral artery. There was no patient impact. The patient's condition and prognosis is reported as stable.